Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery due to spinal degeneration. Intra-op, there was a problem with the thread of the screw. The device came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: microscopic examination of the crest and flank of the leading edge of the set screws are damaged, consistent with misalignment. If information is provided in the future, a supplemental report will be issued.